Event description:
The customer claims that the alarm has power, but no alarm tone when the push button pendant is pressed. They tested it with new batteries but the problem still persists. There was no pt injury.

Manufacturer narrative:
(B) (4). Product was requested to be returned and has not been received. (B) (4).